Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rv lead failure reported on home monitoring. Lead polarity switched from bipolar to unipolar due to out of range impedance measurement. Patient will be brought into clinic for assessment. Device remains implanted.